Event description:
After procedure with the rotablator system, the guide wire tip fractured during removal. The pt wire was sent to or. The snare used to retrieve the wire became lodged in the stent and was surgically removed. Wire was not retrieved. Pt expired in recovery unit.